Event description:
The event is reported as: post surgery when the drape was removed, it was noted that the catheter had fallen out and was on the floor. No injuries reported.

Manufacturer narrative:
Product has been received by MFR, however, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.